Event description:
It was reported that in approximately (B)(6) 2010, the patient tripped and fell. The patient indicated that she had the "air knocked out of her" and she could not get up. Two of her leads broke at that time and she went to the ER. The patient returned to her pain management clinic because she experienced pain every time she went through a metal detector. She could not remember how soon after the (B)(6) 2010 this took place but that's when it was determined that the leads were broken. The reporter also did not know if the leads were fixed. This event was previously reported in MFR report # 3004209178-2012-05452. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID 3889-28, lot # v038042, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer. (B)(4).